Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI, catalog and serial number have now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the cardiac perforation was most likely due to an unintended user error as the perforation was stated to have occurred when they were attaching the graft/dislocating for the CABG procedure.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the aorta in a 71-year-old male patient presenting on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). During the procedure, the left circumflex artery and anastomosis were detached, and a posterior wall perforation was noted. The perforation was surgically repaired and the CABG was completed without further complications. The patient recovered well post-operatively. Five days after the impella was inserted, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.6l/min as intended. Cardiac perforation is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.